Event description:
It was reported the unit burned. Visual inspection of the unit revealed that the lead wire had become smashed and broken, resulting in a 1/2 " burned on one side of the fabric foundation. We found evidence that this damage was caused by misuse and failure to follow instructions on part of the customer.